Manufacturer narrative:
Medtronic received additional information that this bioprosthetic valve was explanted and replaced due to thrombus of the mitral valve. No additional adverse patient effects were reported.  Added weight and updated patient code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years post implant of this bioprosthetic valve, the valve was explanted and replaced with a bioprosthetic valve of the same size and model.  The reason for the explant was not reported.  No adverse patient effects were reported.